Event description:
This is report 1 of 4 of the same event. It was reported that during prior to surgery, it was observed that the attachment device was overheating when in use with the motor device. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement, medical intervention or prolonged hospitalization associated with this event. The reporter stated that one motor device and two attachment devices were also associated with the same event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.